Event description:
The manufacturer received information " we have been advised that the pt has sadly passed away. There is no allegation that the device contributed to the death". The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The initial reporter is unclear. A company representative for the patient contacted the manufacturer. A request has been made for more information, and once received, a follow-up will be filed. H3 other text : device not returned to the manufacturer.

Manufacturer narrative:
The manufacturer previously reported information " we have been advised that the pt has sadly passed away. There is no allegation that the device contributed to the death". The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. The device was returned to the manufacturer as no longer needed. During the evaluation the device was inspected, and no faults found. The device passed all testing and is to be returned to loan.